Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated the patient experienced her stimulation turning off with "almost every movement - when she sat up, stood up, when in her car and made turns, etc." It was recommended the patient turn her stimulation off. It was also stated the patient's physician "would probably be replacing the device." At the time of report it was unconfirmed whether the device would actually be replaced. Additional information stated in the patient¿s handwritten diary that the ¿ins appeared to be on for the entire day ((B)(6) 2013) with no interrogations.¿ it was additionally stated the impedances ¿looked normal.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulation was turning on and off. The device would "jolt up and shock" the patient and then shut off. The patient was asked to keep a diary. A company representative confirmed that the patient was using the device correctly. There was no pattern to these instances, and could occur up to 15 times per day. Impedance measurements were normal. One electrode was at 276 ohms. Adaptive stimulation was on and appeared to be working correctly. The patient had let the device go to discharge once, on (B)(6) 2013, but no other issues noted. The diary was to be reviewed, but no feedback had been provided as of the time of this report. Additional information was requested; if received, a follow up report will be sent. 2013 (B)(6). It was further reported that the data from the programmer was sent to tech support. The rep was told it could take up to 3 days for further info.